Event description:
It was reported patient underwent a left wrist fracture repair procedure on (B)(6) 2014 implanting a dvr plate. During the procedure, a fast guide was left in the patient. Subsequently, patient underwent a further procedure the same day to remove the fast guide.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.